Event description:
The healthcare provider confirmed the alarm was cleared and the pump was infusing. The patient was doing well.

Manufacturer narrative:
Catheter: model 8709sc, serial # (B)(4), implanted: unk, explanted: unk.

Event description:
It was later reported that the hcp was informed approximately 1 month ago that the pump would need to be replaced at hcp's discretion due to the confirmed motor stall/tube set in the event logs. The patient was seen by the hcp on (B)(6) 2011 and the hcp stated there was nothing wrong with the patient's pump. It was noted by the reporter that the hcp did not have much experience with pumps and had inherited the patient from another hcp.

Event description:
The patient was reported as never having therapeutic effect. A motor stall without recovery was confirmed as having occurred via the pump's event logs. The motor was noted as having stalled for 718 hours. The pump was alarming on (B)(6) 2011. Healthcare provider filled the pump with saline and programmed a bridge bolus; and planned to check and see if the pump was working after a few weeks. The patient did not have any mris. Pump replacement was discussed. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 24mcg. Additional information has been requested, but was not available as of the date of this report.